Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used in the sigmoid colon to treat a malignant bowel obstruction during a colonoscopy with stent placement procedure performed on an unknown date. The patient's anatomy was not dilated prior to stent placement. During the procedure, it was very hard to advance and retract the device through the scope. When the stent was positioned for deployment, it was unable to deploy. They removed the whole scope, and the delivery system was removed through the scope. The procedure was cancelled as the physician could not get another device through the stricture. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.